Manufacturer narrative:
Additional narrative: the device has been received by baxter, however, the evaluation has not yet been completed. A follow-up report will be submitted once the evaluation has been completed or should additional information be received. (B)(4).

Event description:
It was reported to baxter (B)(4) the reservoir of an infusor two day device ruptured during use. There was no patient injury or medical intervention reported. There is no additional information available.